Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during a coil embolization procedure, when the subject coil was being implanted in the aneurysm. It was stretched at the distal end and was unable to be retracted out. The subject coil was migrating to the parent vessel. It was decided to remove the subject coil, while attempting to retrieve it from the vessel, it got prematurely detached. The physician then tried to use a snare device to remove the detached coil, but it got fractured during the process. As a result, it was decided to leave it inside the patient's anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject coil was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that during the procedure, the subject coil was migrating to the parent vessel. While retrieving the subject coil, it got prematurely detached inside the patient vessel. A snare device was used to remove the detached part but it got fractured and was left inside the patient¿s anatomy. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared for use as per the dfu (except continuous flush was not set up and maintained throughout the clinical procedure), the tortuosity of the patient's anatomy was average, the coil was not advanced or retracted with force, the microcatheter used in the procedure performed as intended, and the issue occurred in the splenic artery. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported that during a coil embolization procedure, when the subject coil was being implanted in the aneurysm. It was stretched at the distal end and was unable to be retracted out. The subject coil was migrating to the parent vessel. It was decided to remove the subject coil, while attempting to retrieve it from the vessel, it got prematurely detached. The physician then tried to use a snare device to remove the detached coil, but it got fractured during the process. As a result, it was decided to leave it inside the patient's anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.